Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced lower extremity weakness and radiating back pain. As a result, the scs system was explanted. Further follow up identified the patient had movement in his legs and was walking with a walker when released from the hospital.